Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. No deviation can be found with the naked eye. The investigation was carried out by the responsible q-coordinator of the production department. Afunctional test has been carried out successfully. The product does not require batch management; a review of the device quality and manufacturing history records is not possible. Based on the information available as well as a result of the investigation the root cause of the failure is most probably elated to an insufficient usage. According to the successfully carried our functional test, it is assumed a usage related error. Most likely the deviation of the measurements has been caused during handling or preprocessing, for example the leverage effects caused by tilting in a reprocessing basket. A CAPA is not necessary.

Event description:
Country of complaint: (B)(6). During cholecystectomy in umb the applicator jaws mismatched 3 clips and on third one cut arteria cystic. The applicator was returned from repair. It was used with less than one box of clips. Patient harm: no additional action necessary, because it happened on the third clip, the blood flow was already stopped. It doesn´t lead to other problems. Surgery delay: no surgery delay for 15 minutes or longer, the surgeon added one more safety clip.